Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured tightly to the pump with no visible yellow o-ring. There was no indication of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: a review of the black box revealed multiple call service (cs) 052/cs054¿ alarms on (B)(6) 2014. There was no power on reset (por) events observed. There was no damage found to the battery compartment or the battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. The returned battery and cartridge caps were used to complete testing. The battery cap contact height and width were within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings that occurred during investigation. The pump was opened; there were no intermittent conditions found to the power or to the cgm circuits. The reported ¿intermittent power¿ issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.